Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had failed. A field service engineer (fse) had powered off the unit, replaced all four latches, confirmed hardware test application (hta) passed, and rebooted the station several times due to a wmi issue; once it was back in service, the pharmacist recovered the door and completed the medication inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 displayed a failure message and the system prompted for an inventory count of all items in that door. The customer confirmed that once the inventory count was completed, the message disappeared briefly but then returned with the same door failed/requires maintenance alert. As a result, the user had to perform an inventory count every time they needed to remove medications from that door. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.